Event description:
The pump is alarming with message no disposable. Pt tried to reattach cassette and tubing and replaced with new ones, tried to stop/start but still giving same error. It occurred during infusion but pt changed to a different pump, so therapy was not affected. Return box was sent with new pump. Reported to (B)(6) by pt/caregiver.